Event description:
It was reported that a computerized tomography (CT) scan identified a break in the catheter. The break was close to the anchor. The CT scan was performed in the past few months and the device manufacturer representative was not sure why the CT scan was originally performed. A new drug was being put into the pump at the revision occurring on the date of this report. The pump was going to be filled with diluadid at 1mg/ml. It was noted the patient experienced pain that had been getting worse and worse over time. This was noted as a gradual change in symptoms. The patient told the device manufacturer representative that the catheter had been broken for years. The representative believed the break in the catheter was identified during a CT scan in the past month or two. It further reported that both the managing physician and the new implanting physician stated no cause could be determined related to the catheter break. The drugs being delivered via the device system were clonidine, bupivacaine, and dilaudid. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: accessory. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: catheter. (B)(4).